Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with an episode of hyperglycemia up to 360 mg/dl lasting about one hour and an episode of hypoglycemia to 54 mg/dl lasting about one hour while using the ilet bionic pancreas; user behaviors included inconsistent meal announcements and use of orange juice to treat lows, and troubleshooting education on fast-acting glucose tablets and the 15-minute recheck protocol was provided. Symptoms included feeling low without loss of consciousness or other acute effects. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization. Investigation included complaint intake, review of user-reported data, and provision of user education and troubleshooting. Investigation of this case revealed no device alarms of concern beyond expected alerts and no evidence of device malfunction, with user technique and treatment choices identified as likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.